Event description:
It was reported that during follow-up noise on the ventricle channel was observed. The noise could not be reproduced in clinic. The physician elected to increase patient follow-up visits to monitor. The patient condition was good.